Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device failed self test with the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was duplicated and attributed to the electrode crp-d padz sensor/puck. The pads were tested with a test device and it prompted a unit failed message. However, the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode. Review of device's history logs indicates that there was a communication issue (non critical error) between the device and the CPR puck. Which confirms that the device was capable of delivering therapy in rescue or clinical mode. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.